Manufacturer narrative:
Citation: kasra khatibi, omar choudhri, ian d. Connolly, ryan a. Mctaggart, huy m. Do. Asystole during onyx embolization of a pediatric arteriovenous malformation: a severe case of the trigeminocardiac reflex. World neurosurgery. 2016. The onyx model and lot number were not provided. The onyx will not be returned for analysis as it was implanted in the patient. Attempts were made to obtain additional information, however, no additional information was provided. The anatomical location of the onyx delivery included the sensory receptive field of the trigeminal nerve, in the facial or dural segments. The authors concluded that tcr can be triggered by stimulation of the trigeminal sensory receptive field during onyx embolization of avms and dural arteriovenous fistula in adults and pediatric patients. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs associated to this literature review: 2029214-2017-00129, 2029214-2017-00130, 2029214-2017-00131, 2029214-2017-00132, 2029214-2 017-00133, 2029214-2017-00134, 2029214-2017-00135, 2029214-2017-00136, 2029214-2017-00137, 2029214-2017-00138, 2029214-2017-00139. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that a (B)(6) male patient experienced trigeminal-cardiac reflex (tcr) during an onyx embolization procedure to treat a dural arteriovenous fistula (davf). The nidus location was in the left cavernous sinus, with arterial supply from the internal carotid artery (ica). The davf treatment strategy was transvenous via the left inferior petrosal sinus. The tcr was managed with injection cessation and IV atropine. The outcome was hemodynamic stability (hds) with recurrence in 1 case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.